Manufacturer narrative:
Method: no device returned;results: manufacturing files could not be reviewed because no lot number was provided and no part was returned for visual examination. No specific details were provided concerning the technique used that could have contributed to the reported event (such as over-articulation of the drill guide/tap/screw). Conclusion: therefore, the exact cause cannot be determined. The potential cause is multifactorial in nature.

Event description:
It was reported that one of the locking wings on the aviator cervical plate popped up laterally after screw insertion with a self - drilling 4.0 x 14 screw. The surgeon was able to use a penfield four and a mallet and knock it back into place and did not to replace the plate.

Manufacturer narrative:
Method: device not returned; results: no specific details were provided concerning the technique used, that could have contributed to the reported event (such as over-articulation of the drill guide/tap/screw). Therefore, the exact cause cannot be determined. The potential cause is multifactorial in nature. Conclusion: the reported device was confirmed by the stryker rep to be an aviator assy two level plate. Manufacturing files could not be reviewed because no lot number was provided and no part was returned for visual examination. A 10 minute delay in surgery resulted and the plate was successfully installed. There were no new hazard/harms identified or breach of severity.

Event description:
It was reported that one of the locking wings on the aviator cervical plate popped up laterally after screw insertion with a self - drilling 4.0 x 14 screw. The surgeon was able to use a penfield four and a mallet and knock it back into place and did not to replace the plate.